Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. Investigation summary: bd received samples 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Evaluation of the attached photographs showed a tube with an area where the plastic has melted at the rim. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg that an unspecified number of tubes had deformed molding at the lip of the tube. There was no health impact or consequence reported.